Manufacturer narrative:
H3: code "other" was selected, as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified, that the lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use state "if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment of an ascending aorta aneurysm. Gore® dryseal flex introducer sheath(dsf sheath) was used for access. While advancing the 24fr dsf sheath, it could not pass through narrowing area (the diameter was approximately 3.9mm) in the left external iliac artery. Reportedly, the dsf sheath was advanced upon deploying a gore® viabahn® endoprosthesis with heparin bioactive surface(viabahn) at the narrowing area. After all stent grafts were placed, a dissection at the distal edge area of the viabahn was observed, on the access confirmation angiography. An additional stent graft was placed. It was reported, that it was unclear whether the dissection formed at the time of difficulty in dsf sheath advancing or after viabahn placement. The patient tolerated the procedure.